Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, which was verified in device history, and the alert initially resolved after a guided restart but recurred, prompting device replacement and instructions for backup therapy. Symptoms included patient-reported feeling unwell and prolonged hyperglycemia, with blood glucose reportedly high for approximately twelve hours; the patient performed ketone testing and did not require medical intervention. Outcomes included temporary loss of device therapy until replacement and risk of ineffective insulin delivery during the event. Investigation included review of device logs and user-reported sequence of alerts, restart behavior, charging status verification, and assessment of insulin delivery timing relative to alerts. Investigation of this device revealed a consecutive motor stall consistent with a motor/drive mechanism malfunction that persisted after restart, indicating a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor assembly leading to interrupted insulin delivery.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.